Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 10/27/2020 additional information: d4, d10, h4 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary ==> it was reported that the needle has broken. A pdf document with a picture was provided for evaluation. Upon visual inspection of the picture, one open foil and two sealed foils of product code w9236, pjz445 were noted. However the complaint needle could not be observed. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the needle could not be observed. In addition, one empty opened foil and two unopened samples of product code w9236, lot pjz445 were received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Also, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/21/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? Procedure name and date? Event date? What was used to complete the procedure? Patient's condition? When did the needle break? In the package/during dispensing(before use on patient) or during actual use on patient?). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. Additional information was requested.